Event description:
It was reported that the patient experienced a tubing leakage issue on (B)(6) 2026, where the tubing of 3 infusion sets was leaking at the site after 12 hours of use, resulting in a blood glucose level of 16¿21 mmol/l (high). The patient administered a correction bolus via the pump.

Manufacturer narrative:
MDR initial 2 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.